Manufacturer narrative:
Analysis did not confirm the customer complaint. Functional testing revealed all laser parameters to be within specifications. Visual inspection revealed 4 errors in error log from (B)(6) 2010. Could not recreate any of these errors. Analysis found no anomalies; therefore, root cause is undetermined. Analysis found no anomalies; therefore no risk assessment is required. Follow-up with treating physician regarding patient status indicates that both redness and scarring are reduced. In one case of one patient, treating physician mentioned that she may have treated over the area one-too-many times.

Event description:
Iridex received a letter on (B)(6) 2011 from treating physician who reports that 3 patients experienced redness and some scarring after they were treated with the gemini laser. Treating physician believed the power was too high so requested iridex technical support examine the laser. Patient number 3 - pox-like scar.

Event description:
Iridex received a letter on (B)(6) 2011 from treating physician who reports that 3 patients experienced redness and some scarring after they were treated with the gemini laser. Treating physician believed the power was too high so requested iridex technical support examine the laser. Patient number 2 - redness and boxcar scarring.

Manufacturer narrative:
Analysis did not confirm the customer complaint. Functional testing revealed all laser parameters to be within specifications. Visual inspection revealed 4 errors in error log from (B)(6) 2010. Could not recreate any of these errors. Analysis found no anomalies; therefore, root cause is undetermined. Analysis found no anomalies; therefore no risk assessment is required. Follow-up with treating physician regarding patient status indicates that both redness and scarring are reduced. In one case of one patient, treating physician mentioned that she may have treated over the area one-too-many times.

Manufacturer narrative:
Analysis did not confirm the customer complaint. Functional testing revealed all laser parameters to be within specifications. Visual inspection revealed 4 errors in error log from (B)(6) 2010. Could not recreate any of these errors. Analysis found no anomalies; therefore, root cause is undetermined. Analysis found no anomalies; therefore no risk assessment is required. Follow-up with treating physician regarding patient status indicates that both redness and scarring are reduced. In one case of one patient, treating physician mentioned that she may have treated over the area one-too-many times.

Event description:
Iridex received a letter on (B)(6) 2011 from treating physician who reports that 3 patients experienced redness and some scarring after they were treated with the gemini laser. Treating physician believed the power was too high so requested iridex technical support examine the laser. Patient number 1 - redness.